Event description:
It was reported that customer received keypad anomaly, frequent battery changes and possible no delivery. Customer declined to speak with helpline. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.